Event description:
Customer reported an error code was displayed and the x-ray on lamp is not working. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray on lamp. System operates as intended. This MDR is related to ge healthcare complaint number.